Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The root cause of the false reactive result was attributed to a patient-specific discrepancy caused by unspecific bindings. Calibration and quality control data were unavailable for review due to the time elapsed since the measurement in january 2021. Confirmatory testing, including a western blot, yielded a negative result, supporting the conclusion of a false reactive result. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. On 20-jan-2021, the following results were reported for the patient sample: 2.73 coi (reactive) for hiv duo at 13:34; 8.19 coi (reactive) for hivag at 8:27; 0.168 coi (non-reactive) for hivag at 8:26; 0.159 coi (non-reactive) for hivag at 8:25; 0.071 coi (non-reactive) for ahiv at 8:27; 3.22 coi (reactive) for ahiv at 8:26; and 0.073 coi (non-reactive) for ahiv at 8:25. A western blot confirmatory test was performed and yielded a negative result. The results were not reported to the patient.